Manufacturer narrative:
The reported event of interrogate issue was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that the patient presented in-clinic for surgical intervention. On (B)(6) 2021, the right atrial lead was capped and replaced and the pacemaker was explanted and replaced.. The patient was stable throughout and no additional symptoms were reported.

Event description:
Related manufacturer reference number: 2017865-2021-31039. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead exhibited over-sensing of noise leading to inappropriate mode switch, and the patient's pacemaker exhibited inappropriate magnet response. Corrective programming changes were made for both the ra lead and pacemaker malfunctions. Explant of the pacemaker and the ra lead was planned but was not yet performed. The patient was stable throughout and no symptoms were reported.